Event description:
It was reported that the battery overheats. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). Upon receipt, the battery gave error code 85 and had no power due to overheat. Review of the device history record identified no anomalies during manufacturing related to the reported event.  Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.